Manufacturer narrative:
Follow-up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was hospitalized due to this event and later submitted to bilateral salpingectomy with removal of essure device (approximately 1.5 years after its placement). Pain (regarded as pelvic pain) is a listed event according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since hospitalization and device removal were required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued due to lack of contact details.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060333) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer stated that immediately after insertion she noticed significant changes in her body. She had pain but her doctor told her that the pain she was experiencing was normal. As time went on and on, she began to lose hair and had excruciating migraine and very high white blood cell count. The pain continued and she was hospitalized. She was tested for all kind of diseases, infections and also had 2 spinal taps; she was very fearful. She had a doctor that decided after checking her tubes, that essure was causing all her symptoms. On (B)(6) 2014, she had her tubes removed in order to remove device. An injury (hospitalization, disability/permanent damage, life threatening) was mentioned but not specified and /or assigned to one of the events. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain after essure (fallopian tube occlusion insert) insertion. She was hospitalized due to this event and later submitted to bilateral salpingectomy with removal of essure device (approximately 1.5 years after its placement). Pain (regarded as pelvic pain) is a listed event according to essure's reference safety information. During and after essure insertion, pelvic pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since hospitalization and device removal were required. A product technical analysis is being sought. No active follow-up will be pursued due to lack of contact details.